Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels had been in the 400mg/dl. The customer states they had bent cannula. The customer treated with the pup after set change. Troubleshoot was conducted. The customer was advised the sets would be replaced and returned for analysis.